Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv and atp therapy for supra ventricular tachycardia. No changes were made. The patient was stable.